Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a dialyzer blood leak occurred towards the end of a patient's hemodialysis (hd) treatment and the machine did not give a blood leak message. A patient care technician (pct) told the biomed that red blood streaks were noted on the dialyzer fibers as the patient¿s blood was being rinsed back. There was no visible blood in the dialysate compartment of the dialyzer, or in the hansens. A blood test strip was used to test for the presence of blood and it tested negative. A second blood test strip was then used, and the second strip tested positive. The biomed reported to ts that there was some dust on the outside of the glass tube of the blood leak detector. Upon follow-up, it was reported that not all of the patient¿s blood was returned. After the blood streaks were identified, the patient¿s treatment was ended. Estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. There were no machine alarms during the event. The machine was pulled from service for testing. The machine was put through several self-tests and passed each one. As a precaution, the biomed cleaned the glass tube on the blood leak detector and then performed a blood leak detector calibration.